Event description:
Prior to use, the convenience kit was noted to have a small hole in the pouch, thereby compromising sterility. The kit was not used, and has been returned to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the reporting packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The angiodynamics september 2015 complaint report was reviewed for the product family of convenience kits and the failure mode, "pouch torn/holes (sterile)." No adverse trends were identified. The returned sample was visually inspected and the hole in the pouch was confirmed. Angiodynamics packaging engineering determined that the likely root cause of the hole was handling damage. The location where the handling damage was incurred cannot be identified, but based on process controls during packaging and final boxing (100 percent visual inspection of the pouch and closure seal), the damage likely did not occur at the angiodynamics facility. A review performed by angiodynamics documentation services determined that the pouch size was appropriate for the kit contents, and the number of kit pouches in the inner box was also appropriate. The review did recommend, however, that the inner box be changed to minimize any issues with the pouches fitting securely into the inner box. A revision to the inner box component was initiated based on this review. The directions for use included with the kits contains the following warning: "contents supplied sterile... Do not use if sterile barrier is damaged." ((B)(4))

Manufacturer narrative:
The reported device has been returned to navilyst medical. Upon completion of the investigation, a supplemental medwatch will be submitted.